Manufacturer narrative:
The biomedical engineer (bme) reported that the remote display of the central nurse's station (cns) will not hold the resolution. They were trying to create a mirror image, but every attempt they made to connect a kvm to the dvi cable ended with a resolution error that would not allow the software to launch. Their last attempt to do so ended with a software corruption of the hard drives that disabled the cns and required a loaner to be brought in. Their unit needed to be sent out for repair. No patient harm was reported. Attempt #1: 05/17/2021: emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2: 05/25/2021: emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3: 05/27/2021: emailed customer via microsoft outlook for all items under the no information section. The customer responded with complaint details, but the patient and additional device information was not provided. Additional device information: concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided. Attempt #1: 05/17/2021: emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2: 05/25/2021: emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3: 05/27/2021: emailed customer via microsoft outlook for all items under the no information section. The customer responded with complaint details, but the patient and additional device information was not provided.

Event description:
The biomedical engineer (bme) reported that the remote display of the central nurse's station (cns) will not hold the resolution. They were trying to create a mirror image, but every attempt they made to connect a kvm to the dvi cable ended with a resolution error that would not allow the software to launch. Their last attempt to do so ended with a software corruption of the hard drives that disabled the cns and required a loaner to be brought in. Their unit needed to be sent out for repair. No patient harm was reported.